Manufacturer narrative:
(B)(4). Examination of the reported device was not possible as it was not returned. It has been reported the depuy device was used in conjunction with a competitors acetabular system. This use is not recommended and is considered off label. A search of the complaints databases finds no other reports against the reported product/lot code combination since its release to distribution.based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised for pain.

Manufacturer narrative:
Additional narrative: update rec'd 3/27/2013- ppd and medical records received. A correct doi was provided. This complaint is now legal. After review of the medical records for MDR reportability, the revision operative note indicated the patient was revised for mechanical complication. A fluid collection was also found. All of the other implants removed were competitor. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.